Event description:
A surgeon reported that the valved trocar they used during surgery was leaking. Surgery was completed with a 10 minutes delay. The patient did not experience any impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received, but has not yet been evaluated. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).